Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 19, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left sided device, previously reported as unknown, is a 440cc mentor memorygel breast implant. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 21, 2022. The explant date was clarified to be (B)(6) 2022. Additional information was received on april 5, 2022. Upon explant the device were found to be intact with gel bleed being present. Ptosis was one of the primary reasons for explant. The devices were explanted without replacement. Reason for device explant and/or reoperation: ptosis/suspected rupture per magnetic resonance imaging. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites or presence of gel bleed were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leakage (gel bleed). Although no gel bleed was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had unknown mentor gel implants placed experienced bilateral rupture post procedure. As a result, an explant is planned for (B)(6) 2022. This patient was part of a post approval study. See 1645337-2021-11881 for contralateral prosthesis report.